Event description:
User reported a leak coming from a connecting tube of the waste container from the analyzer. The liquid reached onto the floor and posed a potential slip hazard. No one was injured and no pt samples were involved. The field service rep determined the cause to be a hole in the fluidic tubing. The tubing was replaced and no further leaks were reported from the analyzer.